Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation, and visual inspection found the clear insulation had a hole. Investigation found that the jaws would not open or close when the handle was active. The knife is trapped and contained within the jaws causing the jaws to remain closed. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The IFU cautions; confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. An additional failure was found during the investigation, the clear insulation has a hole. The additional findings did not contribute to the reported condition, however the sample failed hipot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.

Event description:
The customer reported that during an ladg procedure, the jaws of the device did not open when surgeon started to grasp the vessel. There was no patient injury. No medical intervention was required. Surgery time was not extended by more than 30 minutes. Upon receipt for investigation there was a hole in clear insulation and the device failed hipot testing.